Event description:
It was reported that the patient was experiencing halo and glare resulting in the need for an explant. There was no reported patient injury and the patient is reported to be doing okay. The intraocular lens (iol) will not be returned as it was discarded. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received that the patient was unable to drive at night and that this event was for the left eye (os). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information received: received new information that suspect lens was replaced with dib00 24.5 sn (B)(6). Nothing wrong with the lens. Patient had visual discomfort, the patient wanted the lens removed. The doctor tried to explain to the patient that type 1 glare is intrinsic to the lens and most that most patients experience it, but the patient did not like it and wanted the lens removed. The doctor offered to do a laser treatment and try different drops, but the patient refused and wanted the replacement iol. Section a4 patient weight: 141 pounds section b3 date of event: (B)(6) 2022 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.